Event description:
Received information regarding a cartridge alarm 19 during the load process. It was reported that the customer's blood glucose (bg) level was 489 mg/dl after reverting to manual injections. At the time of the report, the customer's bg was in the 200's (mg/dl) and reported to be "fine". The customer was able to load a new cartridge successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.